Event description:
It was reported a malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not share an alternate method of insulin therapy.